Event description:
Procedure: oophorectomy. The shaft and handle were disengaged. The staff used another device to continue the procedure. There was no bleeding or tissue damage, and nothing fell into the pt cavity. Additionally, the procedure was not extended more than 30 minutes. No pt info available.

Manufacturer narrative:
(B) (4)